Event description:
Complainant alleged that during functional testing, the device displayed a red "x" and inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.